Manufacturer narrative:
The technician replaced the power control module and calibrated the bed to repair the bed.

Event description:
Information received indicates the bed functions were locked and wouldn't unlock.